Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were tested and the primary complaint was not confirmed. However, a secondary issue was noted where the test strip vial was returned with a crushed lid. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from the (B)(6) and reported onetouch verio test strips that are suspected to be counterfeit. The patient did not allege any harm or injury because of the reported issue. The test strips were replaced.